Event description:
It was reported that the programmer displayed an error code during the interrogation of an implanted device, and a different programmer (which was readily available) was used to complete the patient check. No patient complications have been reported as a result of this event.

Event description:
It was reported that the programmer displayed an error message after threshold testing or sensing of an implantable pulse generator (ipg). A second programmer was then used and displayed the same error message. Additional information received reported the issue was caused by a "flipped bit" of the ipg, and a manual guided reset (mgr) was recommended to restore the ipg from this condition. No action was taken, and evaluation at the patient's next visit in approximately three months will be conducted to determine necessary action (possible ipg change out or mgr). No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Correction: redaction of FDA report number (B)(4). A supplemental correction report is being submitted to indicate the event for the referenced FDA report number was inadvertently submitted under the medical device reporting regulations. Information was subsequently received reporting the issue was caused by the ipg (implantable pulse generator), and there was no issue with the model 2090w programmer. Without a device serial number for the ipg, the manufacturing date cannot be determined.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.